Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes "stopper have exceed rubber, result in the cap cannot closed tightly." No serious injury or medical intervention.